Event description:
Pt was hospitalized for dka and still running high bgs at the time of call. Bgs were treated with IV drip and the cause of dka could not be determined. Troubleshooting was performed. Pump tests ok. However, the basal rates, the bolus and daily totals for the day prior to the hospitalization were off by 2.1u. It was stated that the customer did not remember running a temporary basal or changing basal rates.